Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer screen was blurry and had many different colors on it, as a result the display flex was replaced. It was also noted that the common mode/wrist electrode test was out of specification, so the link electronic module (lem) circuit board was replaced and calibrated, also, the stylus cable was cut up. Concomitant products: product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported that the programmer screen was blurry and had many different colors on it. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.